Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, arrhythmia alarms, and service code 204) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the messages, alarms, service code 204, and inability to communicate with a monitor was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "adjust belt" messages, arrhythmia alarms, and a service code 204 "belt unusable".